Manufacturer narrative:
(B)(4). The bmw guide wire referenced was filed under a separate manufacturer report#. Evaluation summary: the device was returned for analysis. The difficulty positioning the guide wire was unable to be confirmed; however, the difficulty removing the guide wire was confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the trek coronary dilatation catheter was sticking on the balance middle-weight (bmw) guide wire during advancement to the saphenous vein graft to left circumflex coronary artery target lesion in a reportedly tough case. It is unknown if the trek reached the target lesion, but during removal, the trek became stuck on the guide wire. The guide wire and trek had to be removed together as a single unit and vessel access was lost. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects. There was no additional information provided.